Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that two motor stalls and motor stall recoveries occurred and were confirmed in the event logs. The healthcare provider (hcp) noted that the patient had a larger pump so she saw the patient less frequently. The pump logs showed a motor stall on (B)(6) 2013 at 4:21 with recovery at 4:31. The second stall was on (B)(6) 2013 at 6:36 with recovery at 7:30. The patient did not report hearing an alarm but the hcp stated she had just switched the pump alarm interval to 10 minutes so when the alarms were occurring the alarm interval may have been set at 1 hour. There was no report of magnetic interference. No patient symptoms were reported. The device system delivered compounded baclofen. Additional information has been requested but was not available at the time of this report.